Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Unk axsos stst dlf plates.

Event description:
I¿ve seen a couple of cases of distal femoral stainless steel plate bending. As you would expect, heavier patients with delayed healing. A couple have gone on to break. Most have finally healed.

Manufacturer narrative:
The reported incident that axsos distal lateral femur plate was alleged of issue s-16 (device deformed) could be confirmed, since an x-ray showing this failure mode has been received. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by early loading of the left leg prior to bone consolidation. Plates for orif of femoral fractures are not intended for high postoperative weight bearing in general. This is well known and not specific for axsos and should be part of the basic education of a trauma surgeon. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15013 rev m non active implant IFU ot-IFU-105 rev 2) was reviewed: ''post-operative: post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. Informing the patient: the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, the surgeon must counsel each patient individually on correct behavior and activity after the implantation. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time. Explain also the need to appear for the postoperative examinations (e.g. X-ray checks) and for the possible explanation of the implant.'' [Original statement(s)] if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
I¿ve seen a couple of cases of distal femoral stainless steel plate bending. As you would expect, heavier patients with delayed healing. A couple have gone on to break. Most have finally healed. New information: rep reported that he spoke with the surgeon and surgeon clarified that it was just one case.